Manufacturer narrative:
Batch review performed on 13 february 2023: lot 140005: (B)(4) items manufactured and released on 17-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, 99 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 7 years 3 months after the primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the medacta stem and head with competitor components and the medacta liner with a medacta liner. The surgery was completed successfully.